Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that it had worked great for three weeks, but at the time of this report it was ¿not working at all.¿ it was noted that the patient¿s symptoms had returned. The patient was unable to adjust stimulation due to difficulty syncing without the antenna. The next day, it was reported that the patient had her antenna and was able to synch with the implantable neurostimulator (ins). The patient confirmed that stimulation was off. The patient was able to turn stimulation back on again and the programmer showed that she was on program 1 at 5.9v. The patient stated that the therapy was ¿working perfect¿ before she had stopped feeling stimulation three weeks prior to this report. The patient¿s physician later reported that the cause of the event was possible lead migration. The physician stated that there was no evidence of lead migration, but there was ¿possible shift due to healing.¿ it was noted that the patient was reprogrammed to use different contacts and the symptoms improved. The patient did not require hospitalization as a result of the event and the patient recovered without sequelae. Additional information received reported that the patient had the ins implanted ¿about a year¿ prior to this report. The patient stated that ¿about 2-3 months¿ after implant, she fell and broke her hand and at that time, the ins was not working. The patient stated that they then put in a new ins and she thought they put in a new lead. The patient stated that her doctor told her that she may have ¿moved stuff¿ when she fell.

Manufacturer narrative:
Product ID 3889-33 lot# v911747, implanted: 2012 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3889-33 lot# v911747, implanted: 2012 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).